Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower drawer 2 had failed and was unable to recover. A field service engineer (fse) performed recovery using the emergency latch fix. After locking the tower back up, the customer attempted recovery and was able to successfully recover all the doors and perform testing. All functions were confirmed to be normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, the drawer 2 was failed and unable to recover. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction: section d medical device brand name, section h device manufacture date and section b describe event or problem. A supplemental MDR was submitted to reflect the correct medical device brand name, device manufacture date and describe event or problem

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower drawer 2 has failed and unable to recover. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary the tower drawer 2 has failed and unable to recover. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.